Event description:
It was reported that the patient presented with the pre-op diagnosis of adjacent segment degeneration with degenerative disk disease and lumbar stenosis. The patient underwent the following surgical procedures, reexploration l2-3 decompressive laminectomies with bilateral foraminotomies; removal of instrumentation, l3-l5; placement of pedicle screws, l2-l5; posterolateral fusion, l2-l5; posterior interbody fusion, l2-3; insertion of l2-3 interbody cage; use of locally obtained autograft, as well as recombinant human bone morphogenic protein- 2, and 5 ml of dbx demineralized bone matrix putty for arthrodesis; use of o-arm and stealth navigation for placement of instruments and assistance with the decompression. Per op notes, the disk space was profusely with antibiotic saline, and they stuffed the cage with locally obtained autograft, as well as portions of dbx putty and a 1x3 mm pledget of collagen soaked in bmp. The bmp was soaked in collagen for at least 30 minutes prior to implantation into the body. Before placing the cage, however, used a funnel to fill the disk space with the locally obtained autograft. The remainder of the bmp was placed in the lateral gutter between the l2 and l3 transverse processes. No patient complications were reported. At an unspecified time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.